Event description:
The patient developed an infection at the battery site. She experienced pain, redness, swelling, drainage, and incisional wound opening at the battery pocket. A culture was taken from the device pocket and the type of organism was not specified. She was examined in the ER and probe diagnosed a presence of puss. Antibiotics were administered and the entire system was explanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that blood cultures were taken and the results were negative. A wound culture of the pocket site did grow (B)(6). It was reported that the patient was doing well and it was unknown if they were to be re-implanted (no appointment had been made). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).